Manufacturer narrative:
Date of event is an approximate. Refer to manufacturer report #2649622-2018-08940 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with bilateral leads for parkinson's dual and movement disorders. It was reported that at some point after the implant the patient experienced a bleed in the brain. It was noted that the bleed occurred in the brain outside the area disturbed by the implantation process. Nonetheless, the patient underwent a surgical procedure to address the issue on (B)(4) 2018. The details of this procedure are unknown. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was performed. Unknown if the issue is resolved. No further complications were reported or anticipated with this event.